Event description:
The reporter stated, the surgeon inserted and removed a cc4204bf collamer single piece lens. There was no report of any patient injury, but the reporter stated, it was unknown if a capsular tear had occurred or if the incision was enlarged or sutured. The reporter stated, this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.